Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a malfunctioning pump. During the procedure the physician revised the pump and found it to be "broken". There were no patient complication related to the device. No more information available at the moment. Should additional information become available, it will be provided.